Manufacturer narrative:
(B)(4). Although the 3rd mitraclip clip arms were not confirmed to be perpendicular to the line of coaptation; this clip was eventually implanted lateral to the 2nd slda mitraclip. Post procedure, the mr was grade 4+, worse than pre-procedure mr. The first implanted mitraclip remained stable and well seated. The procedure ended and the patient was discharged to hospice. There was no additional information provided regarding this issue. Medical devices continued: steerable guide catheter, 1 implanted mitraclip, 1 clip delivery system. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two other mitraclips referenced in b5 are filed in separated medwatch reports.

Event description:
This report is filed since the first implanted mitraclip (cds 71027u288) was damaged by the 3rd clip delivery system and tissue damage occurred. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4 with anterior 2 leaflet flail. One mitraclip (71027u288) was implanted without issue. A 2nd clip delivery system (cds 71103u165) was advanced to the mitral valve. During advancement, this cds interacted with the first implanted mitraclip. The second cds had a poor grasp on the leaflets and, against advice, clip deployment was initiated. While flossing the gripper line without resistance, clip movement was noted on the leaflet. Once deployed, the posterior leaflet came out of the clip (single leaflet device attachment-slda). The mr increased and tissue damage was suspected. Blood pressure dropped and medications were provided. As treatment for the slda, a third clip delivery system (cds 71103u166) was advanced to the mitral valve. During positioning, the 3rd cds interacted with subvalvular tissue. The 3rd cds could be retracted into the left atrium, pulling the mitral valve upward. This 3rd cds caught the 2nd implanted mitraclip, pushing the 2nd implanted mitraclip on top of the 1st implanted mitraclip resulting in severe tissue damage and no leaflet coaptation. The 1st and 2nd implanted mitraclips were now formed as an upside-down t, both stacked on each other. More tissue damage was suspected with even worsening mr.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents. Based on the information provided, the reported device damaged by another (damaged) appears to be due to a combination of patient morphology/pathology and user technique/procedural circumstances. The reported tissue damage appears to be a result of procedural circumstances and due to device damaged by another. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.